Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received, the pt has experienced pain, urinary problems, bowel problems, recurrence, dyspareunia.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced sudden urge with urinary incontinence, anticholinergic trial, pelvic discomfort, yeast infection, struggling to urinate, having to lean forward or rock back and forth to fully void, nocturia, bladder outlet obstruction for which the patient underwent release of the suburethral sling. Most recent medical records note the patient had quit smoking.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).